Event description:
The cassette will not load into machine- tried ten times. Manufacturer response for vitrectomy pack, (brand not provided) (per site reporter). Quality department issued incident number and sent shipping label to send product in for evaluation.